Event description:
It's been an ongoing problem with this device, opra implant, my own opra device, it's in for repairs, the first one was replace, the second opra device, "I'd in for repairs?" The problem I was told that the screws were damage or caning apart, now I have a loaner # (B)(4), this one is hard to detach from my stump screws, and when it dose it has a very loud noise, and it is painful when it on screws from the screw that is connected to the bone, it pops. Ref report: mw5148440.